Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received power detected alarm after receiving a failed battery test alarm. It was also reported that battery longevity was short. Customer's blood glucose was 13 mmol/l. Battery cap was sent to customer but issue persisted. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was returned for power error 25. Detailed trace analysis confirmed pump error 25, failed battery test and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms the root cause is the non-sleep anomaly software error. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window, case and keypad overlay.